Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) (procedure, the centrifugal drive motor slowed in speed and would not ramp back up. There was a minimal delay and this happened as they were going on bypass. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013: set-up and priming of the cpb circuit and devices was without issue. About 30 seconds into cpb at a pt temperature of 35 c, the perfusionist (ccp) noticed that his venous reservoir was quickly filling as the volume changed from about 600 ml to 2000 ml in a few seconds. There were no audible or visual alarms and the unit was functioning on a/c power. The pt blood pressure fell to 17mmhg and the arterial circuit line pressure fell to 30-40mmhg. The ccp considered hand cranking but he had a back-up console in the operating room and he elected to change out the system. The ccp had one of the physician assistants (pa) bring the back-up system over to the heart-lung machine and it was plugged into wall ac. Paul clamped the arterial and venous line and moved the centrifugal pump head from the original motor to the new motor. He started the new console and motor and opened the lines and went back on cpb. He removed the original flow sensor and connected the back-up flow sensor to the arterial line tubing. So, the ccp was using the entire back-up system (console, battery, drive motor, and flow sensor). The ccp stated he was at this low flow rate for about 1 minute. After change to the new system, blood flow was able to be increased to prescribed levels and there were no other issues for the remainder of cpb. The procedure was completed successfully, without loss of blood, and without harm. The delay in the procedure was 1 minute. The pt was transferred to ICU after the procedure per normal protocol and the pt was awake, alert, and responding to commands a few hours after the procedure.